Event description:
Baxter australia reported two minicaps to be dry. Per baxter australia, one cap was dry and one leaked betadine out, causing the cap to be dry. Per baxter australia, no pt use or pt injury associated with these incidents.